Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture. This ra lead was surgically explanted, replaced and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited lead fracture. This ra lead was surgically explanted, replaced and will be returned. No additional adverse patient effects were reported. Additional information received which indicated that the fractured was identified via device electrogram and change in values such as threshold, sensing and impedance. The location of the fracture was to be near the ring. This ra lead will not be returned for analysis.